Event description:
Upon attempting to place the stent in the lad, the stent accordioned. The physician pulled the stent back into guiding catheter. The stent dislodged off of the balloon catheter and remained in the left main. A retrieval device was utilized to remove the stent from the pt.